Event description:
It was reported that after the lead was explanted due to an unrelated infection, externalized conductors were observed. No electrical anomalies were detected. It was suspected that the externalization was partly due to the explant procedure. The patient received no complications from the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.